Event description:
It was reported that during service inspection at the user facility, the frame of the tracker was moving in relation to the led lights. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during service inspection at the user facility, the frame of the tracker was moving in relation to the led lights. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, it was found that the screwlock of the interface screws was not merged with the interface, which was determined to be a probable cause of the reported loose interface. The tracker is not a repairable device and was not returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.